Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a monitor motor stall (system error 20602) error. The pump additionally did not infuse at all and errored out after approximately a minute with an inaccurate rate message. This was observed during infusion with peripheral intravenous (piv) catheter fluids at 8ml/hr. The pump was stopped and fluids clamped; a new pump was used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A review of the event history log identified ¿monitor motor stall error¿ alarms and fluid residue was found inside the door as cause of the issue. The monitor motor stall errors could also be cause for the infusion failing to start. Flow accuracy testing was not performed but will be performed prior to return to the customer. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition of monitor motor stall was verified. The cause of the condition was determined to be fluid residue and the lvp mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.